Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The patient's concurrent conditions included fibromyalgia. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("chronic fatigue"), fibromyalgia ("fibromyalgia"), amnesia ("memory loss") and systemic lupus erythematosus ("lupus nos"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, fatigue, fibromyalgia, amnesia and systemic lupus erythematosus outcome was unknown. The reporter considered amnesia, fatigue, fibromyalgia, medical device removal and systemic lupus erythematosus to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media records: chronic fatigue, lupus, fibromyalgia, memory loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: social media received. Reporter's information added. Event: chronic fatigue, lupus, fibromyalgia , memory loss were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fibromyalgia ("fibromyalgia"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and fibromyalgia outcome was unknown. The reporter considered fibromyalgia and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.